Manufacturer narrative:
(B)(4). The screw is part of a ¿bundled¿ item. The product was not returned; however the customer provided a radiograph which confirms the reported screw fracture. The device history record was reviewed and no related non-conformances were found. A definitive root cause has not been determined.

Event description:
The lab reported a fractured screw and the abutment was lost.